Event description:
It was reported that an unknown boston scientific implantable pacemaker was discovered to be in safety mode. The patient has been referred to their clinic for a replacement procedure. All evidence indicates the pacemaker remains in service at this time. No adverse patient effects were reported. Additional information concerning the pacemaker model/serial information and the result of any procedure is currently being requested from the field. This event will be updated when more information is provided.

Event description:
It was reported that an unknown boston scientific implantable pacemaker was discovered to be in safety mode. The patient has been referred to their clinic for a replacement procedure. All evidence indicates the pacemaker remains in service at this time. No adverse patient effects were reported. No further information was provided from the field in regard to this event, despite multiple requests. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Manufacturer narrative:
No further information was provided from the field in regard to this event, despite multiple requests. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.